Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Additional information: the customer reported there was no allegation involved in this report (previously reported as an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags that were leaking from an unspecified location). The customer contacted baxter regarding a product return issue only with no product allegation. Should additional relevant information become available, a supplemental report will be submitted. .